Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6) batch: 7296680 UDI: (B)(4).

Event description:
It was reported that the patient experienced new pain, including leg heaviness and back and right leg pain, two days after the lead pull on thursday. The trial leads were disposed of per protocol. The symptoms were determined to be unrelated to the device, and the MRI showed no new abnormalities. All symptoms resolved, and the implant procedure was completed successfully the following day.